Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that the blade was broken inside the pack. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The unused blade in the polybag was returned for evaluation. Investigation results indicate that from the damage to the blade and the polybag is likely caused by an excessively large compression force. This damage is considered excessive and not expected during normal storage and distribution of these products. The IFU of handpieces associated with this device warn the user to inspect the product before use: "upon initial receipt and before each use, operate the equipment and inspect each component for damage. Do not use any component if damage is apparent." The investigation is complete.

Event description:
It was reported by the customer that the blade was broken inside the pack. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.